Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received battery out limit alarm. The customer stated that they had high blood glucose of 448 mg/dl at the time of incident. The customer stated that the insulin pump was alarming at the time of call. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The customer stated that the insulin pump was dropped. The customer also reported that the display was blank. Troubleshooting was done. The display returned. The insulin pump passed tests. The insulin pump will not be returned for analysis.